Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. (B)(4).

Event description:
It has been reported that the pt received a durom acetabular component in 2007 (exact date). Pt stated that on her visit to her surgeon, she was informed that she would need a revision. The reason why there is a plan of surgery in unk. Since the exact date of implantation was not reported, (B)(4).